Manufacturer narrative:
Uncheck adverse event & required intervention to prevent permanent impairment/damage (devices) from previous mw submission. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Aside from gender, patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant device: hammer (part # unknown, lot # unknown, quantity (B)(4)). Device history records was conducted. The report indicates that the: DHR review part number: (B)(4), synthes lot number: 4728595 release to warehouse date: (B)(6) 2004 mfg site: (B)(4). (B)(4) was generated during production for discoloration. This non-conformance is not relevant to the complaint condition since it wouldn't cause the part to break. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while hammering the helical blade coupling screw to insert the blade for a trochanteric fixation nail case of a right hip on (B)(6) 2016, the part of the coupling screw that was hit with the hammer broke off. Instrument came out easily with fragments, other part fell to the floor. Fixation was good/normal. The coupling screw broke as the surgeon was applying the last couple hits with the hammer. Removal set was used to easily remove the piece. It was stated that the coupling screw might have weaken by being used over a very long period of time. There was no problem with the helical blade, it was placed successfully. There was approximately a 2 minute surgical delay and no patient harm. The procedure was completed successfully with patient outcome reported to be stable. This complaint involves 1 device. Concomitant device: hammer (part # unknown, lot # unknown, quantity. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the 357.377 lot number 4728895 helical blade coupling screw was returned and reported to have broken during surgery. The complaint condition was likely caused by over eleven years of consistent use and possibly poorly angled hammer strikes; however, this complaint is not likely a result of any design related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The proximal knurled head has sheared off the shaft of the device. The device was manufactured in july 2004. The balance of the returned device is in fairly worn condition with markings and some discoloration along the length of the device. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. Upon review of the device history record, no non-conformance reports germane to the complaint condition were generated during the production of this device. Age: approximately (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.